Event description:
It was reported that during a right hip arthroscopy, the drill became damaged and a piece of it remained in patient's bone. It was not possible to removing it.

Manufacturer narrative:
The reported "drill tip broken" condition was not confirmed since the unit was not returned for evaluation. The most probable root causes for the reported condition are: design -drill design too weak -drill material too weak -manufacturing processes selected weaken drill material -drill extends too far beyond guide process -drill manufactured out of specification application -excessive force while drilling -selection of wrong drill -reuse of disposable drill -use of reusable drill past lifetime (after it has become dull) -starting and stopping drill -pulling drill out of bone without running drill -moving drill guide during drilling additional attempts to gather information on the case and the condition observed were made without success. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a right hip arthroscopy the drill became damaged and a piece of it remained in patient's bone. It was not possible to removing it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.